Event description:
It was reported that the patient received a battery replacement. The impedance after surgery was normal 2992 ohms on (B)(6) 2026. A day after the battery revision, high impedance of over 10000 ohms was seen on (B)(6) 2026. An exploratory surgery was performed where generator diagnostics were preformed using the test resistor (functioning as intended). Troubleshoot for the high impedance was also preformed such as reinsert the lead pin into the generator receptacle. The physician attempted to reposition and rearrange the lead in the pocket and neck area to ensure that the lead was not twisted or kinked. The lead was also inspected for possible damage; however, no obvious evidence of damage was observed. High impedance still persisted. The patient was then closed and no lead was replaced. X-rays were performed. No other relevant information has been received to date.

Event description:
It was noted that the normal high impedance reading on (B)(6) 2026 was obtained after wound closure. Ruling out any potential damage from wound closure. No other relevant information has been received to date.